Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of light guide connector loose was not confirmed. Based on the results of the investigation, it is likely the malfunction occurred due to improper handling and application of excessive force, impact to the device like fall, shock or similar stress in combination with wear and tear. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the telescope light guide connector is disconnected. The intended procedure was an unknown therapeutic procedure. The intended procedure was completed. There were no reports of patient harm.